Event description:
It was reported that there was insufficient ice. An icefx cryoablation system used with ice rod I-thaw needles would not produce any ice balls during testing. Another needle was tried, but the issue persisted. There was no patient involvement.